Manufacturer narrative:
According to the customer, on (B)(6) 2025, there was an incident of "leaking from the flush port." The customer reported that the catheter was "changed due to the leakage." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, there was an incident of "leaking from the flush port." The customer reported that the catheter was "changed due to the leakage."